Event description:
During colonoscopy, a polypectomy was performed. As the polyp was being removed, the electrosurgical unit delivered more current than usual. This resulted in a colon perforation requiring a laparoscopic procedure to oversew the perforation. Following the polypectomy, it was discovered that the electrosurgical unit was not holding its default settings.